Event description:
It was reported that patient presented in clinic with syncope. Upon interrogation lead noise was observed with inhibition leading to noise reversion and high rate episodes. Noise was reproducible with arm movements and isometrics. The sensing, impedance and thresholds were noted to be within normal range. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.